Event description:
A becton dickinson (bd) plasma separator tube (pst) tube was found to be cracked when the top of the tube was taken off for blood test processing. A second tube from the same lot became jammed in an automated blood chemistry machine at approximately the same time. All tubes from that lot are being pulled from the hospital. This is the third such instance recently, it was previously reported with lot number 124487.we had spoken with bd and they assured us that the manufacturing and quality processes were changed and this would not recur.